Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was mildly angulated. It was reported that there was a type 4 endoleak noted post implant, which required an aortic cuff to be implanted. This successfully resolved the endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, mildly angulated aortic neck.